Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation site: cq zuchwil, selected flow: damaged - broken . Visual inspection: the tip of the cannulated drill bit is broken off as complained. Approx. 16 mm of the distal cutting tip section is broken off and were returned in several portions for investigation. Besides, the instrument presents normal signs of use. Document/specification review: drawing sm_105307 was reviewed during this investigation.the returned drill bit was manufactured in may 2020 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. With stainless steel the correct material was used, and the hardness value met the specifications of 580 ¿ 640hv10. Summary: the complaint condition is confirmed as the tip of the drill bit is broken off. This production lot conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the drill bit breaking could not be determined based on the provided information. However, we do suppose that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 310.221, lot: f-29903, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: may 25, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance related to the reported complaint condition were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: (B)(4). The device was received; the investigation is in progress. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for distal fibula fracture. During the surgery, when the surgeon used the drill bit, he felt something wrong with the drill bit. He removed it from the body, and checked it, and found that the tip of the drill bit was broken. The fragment was generated, but he could remove the fragment from the body completely. The surgery was completed successfully within 30 minutes delay. The patient condition was stable. This complaint involves (1) device. This report is for (1) 2.0mm cannulated drill bit/qc 150mm this is report 1 of 1 for (B)(4).